Manufacturer narrative:
Update/correction: the previous report indicated product problem only which has been updated in this supplemental report to indicate adverse event and product problem instead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is approximate.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. The patient had an infection. The patient experienced symptoms of fever and swelling at the abdominal wound site. It was further reported the patient was immunocompromised and this was noted as the cause of the problem. The pump was removed and the patient was treated with intravenous (IV) antibiotics. The infection occurred several weeks after the replacement pump was placed (specific date not reported). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The date of explant regarding the pump was updated from previously being (B)(6)2017 to (B)(6)2017. Analysis results were not available at the time of this report. Udpate(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump was noted as having been explanted on (B)(6)2017 and was not replaced. It was indicated that a medical professional alleged a deficiency in the device performance and that the pump was removed due to infection. Regarding the pump removed due to infection, it was noted that the catheter was attached to the pump 7 ¼ in length; the catheter was cut. The pump and catheter were returned for analysis.

Manufacturer narrative:
Analysis of the pump found that there was no anomaly. Analysis of the catheter found that there was no significant anomaly. If information is provided in the future, a supplemental report will be issued.